Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false negative" was reported. Product is used for diagnostic purposes. No harm(s) were reported. Refer to cmp (B)(4)._investigation_08feb2024. Pdf for the complete investigation. Based on the information in the attached investigation, no further investigation is required. Monitoring of "false negative" will continue and there are no additional recommended actions at this point. A most probable root cause cannot be determined without returned product. Potential root causes include but are not limited to: no amplification/reduced amplification efficiency (design defect) assay contamination/degradation (process failure) improper storage/handling (use error).

Event description:
Customer provided a review on amazon on (B)(6) 2024, and it was published until on (B)(6) 2024 with a false negative result. According to customer's observation, it was a false negative result as it should have marked positive for covid, but no more information was provided about this statement. Evidence was not provided. No more information could be collected, as the online review provided limited information. Before starting, were the instructions read? Y/n did not reply may I have your lot and test kit #? Lot #: dnr test kit #: dnr location of testing? Indoor/outdoor did not reply was the test completed on a flat surface? Y/n did not reply was the swab rotated 5 times in each nostril? Y/n did not reply was the vial liquid purple in color? Y/n did not reply was the test moved while it was running? Y/n did not reply how soon after the initial negative test was a retest(s) completed? Did not reply what test did you use to confirm the false negative? Dnr - hospital how many total tests were run before getting this false negative? 1 did the person tested, contact a healthcare provider? Y/n dnr if yes, how is the person tested doing? Is the person tested undergoing any treatment? - is your kit covid/ flu or covid 19? Covid flu please provide the status of each led status? (Only for covid/ flu kits) covid led status: - dnr, flu a led status: - dnr, flu b led status: - dnr.